Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it is unclear if this incident involves both the right and left eyes, with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6), 9614392-2025-00011 for second associated incident report.

Event description:
This incident was reported by the patient's online retailer, lenstore, as reported to them by the patient. The patient reported that the contact lenses were damaged during use (split), causing an infection for which he was prescribed antibiotics. The patient provided information to the retailer indicating he was seen at an unspecified specsavers location on (B)(6)2025, with hospital facility visits on (B)(6), and with his general practitioner on (B)(6). The patient reports that he was diagnosed with a chalazion, patient was advised on lid hygiene, and the use of bliphasol, heat mask, and preservative free lubricants and ointment for treatment. Date of this visit/diagnosis is not specified. Separately, the patient reports a diagnosis of preseptal cellulitis and was prescribed co-amoxiclav for 5 days. The patient states that at follow-up, although the overall infection had settled with no discharge or swelling, he continued to have reduced vision and tenderness in the right eye. Additionally, the patient reports he experienced fever, diarrhea, and abdominal pain. The course of antibiotics was extended, and a stool sample and blood tests were ordered. Date of diagnosis or visits not specified and test results not indicated. The patient states treatment is ongoing, but did not provide details. As of the date of the information provided, the event remains unresolved with treatment ongoing. This event is being reported out of an abundance of caution due to the diagnosis of periorbital cellulitis, with the patient outcome currently unknown and the potential for permanent or serious injury related to this condition. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear if this incident involves both the right and left eyes, with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2025-00011 for second associated incident report.